Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and the stimulation was noted to be resolved. The lead remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.